Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "overvoltage protection (ovp) circuit failed" (error code 1127), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm, "overvoltage protection (ovp) circuit failed" (error code 1127), had occurred. A field service engineer (fse) went onsite and inspected the motor controller (mc) printed circuit board assembly (pcba). The fse then replaced the mc pcba and returned the device back to service. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.